Event description:
It was reported that the fiber tip detached at 47, 000 joules and 12 minutes into the case. The detached piece was retrieved. The procedure was completed with a turp. Reported, gland volume 70ml. The outcome was reported as "no damages to the pt".